Manufacturer narrative:
Correcting manufacturer date from feb 20, 2020 to feb 9, 2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to h4 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image was displayed on monitor because a communication failure occurred due to a disconnection inside the cable. The cause of the disconnected cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure the 4k camera head had a bad image. The intended diagnostic laparoscopy procedure was completed with another similar device. There was no delay or reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed and found to be due a faulty cable. Additional findings were as follows: a faded label on rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.